Event description:
It was reported that stent damage occurred. The 100% stenosed, chronic total occlusion (cto) target lesion was located in the moderately calcified and moderately tortuous proximal end of left anterior descending (lad) artery. After a non-bsc guide wire crossed the lesion, a 38x3.50mm promus premier¿ stent was advanced to treat the lesion. However, the device was unable to cross the lesion due to calcification. The physician then placed a guidezilla guide extension catheter but the promus premier¿ stent was still unable to cross the lesion. The device was removed from the patient and it was noted that the distal portion of the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts at the distal portion of the crimped stent were damaged and stretched distally out over the distal tip of the device. This type of damage is consistent with the stent encountering resistance while withdrawing the device. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 100% stenosed, chronic total occlusion (cto) target lesion was located in the moderately calcified and moderately tortuous proximal end of left anterior descending (lad) artery. After a non-bsc guide wire crossed the lesion, a 38x3.50mm promus premier¿ stent was advanced to treat the lesion. However, the device was unable to cross the lesion due to calcification. The physician then placed a guidezilla guide extension catheter but the promus premier¿ stent was still unable to cross the lesion. The device was removed from the patient and it was noted that the distal portion of the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
(B)(6). Age at time of event: 18 years or older. Device is a combination product. (B)(4).